Event description:
It was reported that this right ventricular (rv) lead was explanted because of micro dislodgement and high capture threshold. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was conducted to assess the lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed no anomalies. The analysis and field report indicate no issue beyond what is covered by the instructions for use (IFU) and therefore, the findings are deemed to reflect a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was explanted because of micro dislodgement and high capture threshold. A new lead with a different model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.